Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump was reported in which a defective cassette & latch lock sensor was identified during testing. This defect would prevent the pump from recognizing the cassette, resulting in an interruption of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number was updated. H4 - device MFR date was updated. D7a - single use device was updated. D3 - zip code. The suspect pump was returned for evaluation. Review of the event history log showed repeated latch open and latch closed events. No relevant service history was recorded within the past 12 months. A visual inspection and functional testing were performed, revealing that the latch/lock flex sensor failed to register the device as locked. The complainant¿s allegation was confirmed. Both the latch/lock flex sensor and the dso seal were replaced. The probable cause was identified as a defective latch/lock flex sensor. The device passed all functional testing after repair.